Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried to receive more information for this case. Trend analysis: was not possible to perform, as no item number was available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: in the journal article "long-term follow-up of primary total hip arthroplasty with the alloclassic variall system" it is reported that two patients underwent early revision to treat peri-prosthetic fracture. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: periprosthetic fracture can not be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issue reported are listed in dfmea. Conclusion summary: the devices were implanted as recommended with an anteversion angle of 10¿15° and an inclination angle of 40¿45°. The protocols of the individual surgeries were not provided, therefore we can not exclude deviation from the surgical technique which could have led to the periprosthetic fractures reported. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Further, non-compliance with the healing plan can not be excluded. However, without product, surgical reports and x-rays, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA (i.e. Alloclassic sl stem), and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As the information for this case comes from a journal article, it is not suspected that the device or additional information is being submitted for review. Additional information has been requested and is not currently available. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4). .

Event description:
It was reported in a journal article that between january 2001 and december 2002, 273 consecutive primary thas were performed in 259 patients at a single centre with the study system, using ceramic-on ceramic(81.7 %) or ceramic-on-highly-crosslinked polyethylene (18.3 %) articulations. Two patients were implanted with alloclassic variall stem and underwent early revision to treat peri-prosthetic fracture. (Journal article: long-term follow-up of primary total hip arthroplasty with the alloclassic variall system - josef hochreiter, giovanni brusaferri, klaus kirschbichler, katja emmanuel)